Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/225334794, UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the case was started, muting was not working with muting cord connected to the bovie. Procedure was completed with another nim vital. There was no patient impact.

Manufacturer narrative:
H3: product analysis found verified not working properly. Unit presented with software:(v1.6.4) and a broken eic pcba mute probe jack. H6: previously applied codes fdm b21, fdr c21, fdc d16 and additional codes img g02030 are no longer applicable. Product ID: nim4cpb1, serial/lot #: p2127942/225334794, UDI#: (B)(6). H3: product analysis found could not verify not working properly. Console failure, not patient interface. Unit presented with software version:(v1.6.4) and fully charged batteries. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.